Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior and posterior colporrhaphy with perineoplasty and cystoscopy due to stress urinary incontinence, rectocele and cystocele. The patient experienced pain, infection, urinary problems, recurrence, bleeding, dyspareunia and neuromuscular problems. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dysuria, urinary incontinence, vaginal discharge, vaginal itching and discomfort.